Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) states: the information provided in the complaint indicates adverse event(s) and upon review of the IFU, the following as possible adverse event(s) while using the device: perforation and/or tamponade, pericardial/pleural effusion. "Careful manipulation must be performed to avoid cardiac damage or tamponade", additionally, "do not attempt to deliver rf energy until the active tip of the versacross rf wire is confirmed to be in good contact with the target tissue." Based on the IFU, the adverse event(s) mentioned in the complaint are known inherent risks of the device. Adverse events include: pericardial effusion, cardiac perforation, and hypotension. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the versacross connect faradrive device confirmed that the events of pericardial effusion, cardiac perforation, and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect faradrive is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac perforation, and hypotension are known inherent risks of the versacross connect faradrive device. Pericardial effusion, cardiac perforation, and hypotension are expected procedural complication addressed within the IFU for the versacross connect faradrive device. Based on the analysis factors such as equipment technique leading to puncture location, physician technique, or patient anatomy may have contributed to the reported events. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that, during a pulsed field ablation (pfa) procedure with a versacross for faradrive and a faradrive sheath, groin access was normal with no complications. During transseptal puncture, the pressures dropped, effusion was noticed and the procedure was aborted. Perforation was noted. This complication was noted during the attempt to get across the septum, but the faradrive reportedly was not advanced in the septum when this occurred. Pericardial tap and open heart surgical intervention was performed. Life saving measures were taken such as cardiopulmonary resuscitation (CPR). The patient remained hospitalized beyond standard of care in response to the event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that, during a pulsed field ablation (pfa) procedure with a versacross for faradrive and a faradrive sheath, groin access was normal with no complications. During transseptal puncture, the pressures dropped, effusion was noticed and the procedure was aborted. Perforation was noted. This complication was noted during the attempt to get across the septum, but the faradrive reportedly was not advanced in the septum when this occurred. Pericardial tap and open-heart surgical intervention was performed. Life saving measures were taken such as cardiopulmonary resuscitation (CPR). The patient remained hospitalized beyond standard of care in response to the event.